Event description:
It was reported the physician was implanting a lead during a trial procedure on (B)(6) 2013, and one of the contacts broke off of the lead. The lead was removed and replaced with another lead. The contact was not removed. F/u determined the contact is not causing any issues for the pt.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.